Event description:
It was reported that the patient received an index cardiac ablation on (B)(6) 2024 with a thermocool® smart touch® sf bi-directional navigation catheter. On (B)(6) 2024, patient experienced thermal lesion in esophagus categorized as moderate and serious. The event resulted in a prolonged hospitalization from (B)(6) 2024. The medical team reported that the event was related to the procedure and not the used device. Intervention was medication and that there was a "gastroscopic control planned". The adverse event is expected/anticipated. The outcome was that the patient's condition was recovering and their issue was resolving. No device was used to monitor the esophagus during the procedure. No steam pop or char occurred.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31325762l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 22-aug-2025, bwi received additional information indicating that the patient had recovered from their condition and the adverse event had resolved. The recovery date was confirmed as (B)(6) 2024. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).